Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was found to be using cold insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.